Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. The right atrial lead was implanted and was functioning well. During follow-up prior to patient discharge, it was noted that the lead was dislodged, confirmed under x-ray. Poor sensing and loss of capture was also noted. The lead was explanted and replaced. Patient had no complications pre and post procedure.